Event description:
Legal counsel for patient reported that patient underwent a total left hip arthroplasty on (B)(6) 2007 and revision surgery on (B)(6) 2012, due to patient allegations of pain, inflammation, damage to surrounding bone and tissue, dysfunction, loss of range of motion, and elevated chromium and cobalt ion levels. Review of invoice history indicates the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative infection and allergic reaction. Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-02095 / 02096).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a total left hip arthroplasty on (B)(6) 2007 and revision surgery on (B)(6) 2012 due to patient allegations of pain, inflammation, damage to surrounding bone and tissue, dysfunction, loss of range of motion, and elevated chromium and cobalt ion levels. Review of invoice history indicates the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates patient left hip revision was performed on (B)(6) 2012 due to pain and popping sensation. The patient's operative report noted fluid and osteophyte overgrowth with impingement.